Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultramini meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issues first occurred the day before, at 2:00 pm. She reported obtaining a result of 192 mg/dl on the subject meter and compared it to another meter's result of 158 mg/dl, performed within 10 minutes of each other. Based on this comparison, the subject meter is within lifescan's specifications. The patient also reported that she felt shaky and lightheaded about 5-10 minutes after the reported issue began. As a result of the reported issue, she reportedly ate more food/drink. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl). The patient's testing technique was correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after the reported issue began. She treated self with food/drink. The meter to other meter comparison is within lifescan's specifications. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.